Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt a weird sensation and wanted to know if they had received a shock from the implantable cardioverter defibrillator (ICD). Follow up with the physician's office indicated the patient was inappropriately shocked due to atrial fibrillation (af) with rapid ventricular response. Follow up was not able to determine whether intervention or reprogramming had been done as the patient has since transferred from the clinic listed. The device remains in use. No further patient complications have been reported as a result of this event.